Event description:
The customer reported that the 2800 system leg extension would not lock in or release. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The leg extension was repaired during the service call. The system was tested and found to be working as intended and put back into service.